Event description:
Pt spent two days in the ICU due to dka. Her pdm was reading "high" (> 500 mg/dl) and the hospital meter read 717 mg/dl. She was treated with an IV drip. Her bg decreased the first night at the hospital. The pod was discarded.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the pt's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact a hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact a hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records were reviewed and found to have met all acceptance criteria.